Event description:
It has been reported to philips that, in mid process during a neurological procedure, the shutters became stuck and the customer could not see the image with the azurion 7 b20 system. No patient harm has been reported.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the mid process and the shutters got stuck and could not see the image, collimator problem. Review of the system log file showed that y-shutter jammed and tsm, reported it has corrupted files. Upon further inspection fse reloaded the suite pc, restored the backups, and reloaded the tsm. Later, fse replaced the frontal collimator. After replacement of frontal collimator, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.